Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swelling.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Corrected information received confirms that the battery was not swollen. The battery was overheating.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is swollen on the back of the device. (B)(6) 24 additional information received confirms that the battery was not swollen. The battery was overheating.